Manufacturer narrative:
(B)(4). The devices that were used are part# 54740006540, lot h10l0105, expiration date 11/20/2018; part #7068396, lot h10m2095, expiration date 12/14/2018. These two parts are both not approved for use in the united states; however a like device 510k # k042025 was cleared in the united states. The manufacture date for lot h10l0105 is 11/20/2010; the manufacture date for lot h10m2095 is 12/20/2010. Device history records and a review of the sterilization certificate are under requesting. The follow up report will be reported when we receive the information. Per the reporter, the reported event was not related to the device. However, it is unknown if the device caused or contributed to the reported event, we are filing this report for notification purposes.

Manufacturer narrative:
Device history records and sterilization certification for reported devices are reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a plf to implant the posterior fixation at t11/l1. Reportedly, the patient had a fever and was suspected to have an infection post op. The removal surgery was performed approximately a month post op. Reportedly, the infection is not believed to be related to the implant.